Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: tibia. Surgery description: tibia fracture. Patient's information: 66 year-old, male, weight 74 kg., height 172 cm, previous health. Condition: diabete. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon reported that the breakage of the k-wire happened. After allowing the patient immediate full weight bearing. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required. A medical intervention (outpatient clinic) was not required. Copy of the operative report is not available. Copy of the x-ray images is available. The product involved is not available for return as it was discarded at hospital. Patient current health conditions: patient is currently healthy. Further information received on 10 july 2023: after surgery when the patient came to the clinic they noticed the k wire was broken and they took it out. The treatment is successfully ongoing. Manufacturer reference number: (B)(4). Distributor reference number: case report.

Manufacturer narrative:
Analysis of historical records. It was not possible to perform the analysis of the historical records as the lot number of the device involved has not been made available. Technical evaluation. A technical evaluation of the device involved was not possible as the device was discarded at hospital. Medical evaluation. The information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. The fracture is a very severe one, highly comminuted, that we would call a pilon fracture. We do not know how it was sustained, but all of these fractures are high energy. In this case a male patient of 66 years weighing 74 kg sustained a distal tibial fracture. The fracture was reduced on (B)(6) 2023, and held in position with a truelok frame. The fixation consisted of 2 rings with 2 bone screws and 2 wires in the proximal ring through the distal tibial diaphysis, and 4 wires on the distal ring. The proximal pair with stoppers are pressing on the medial tibial cortex and the middle pair on the lateral part of the fracture distally, where it is very comminuted. There are 2 further crossed wires stabilising the hind foot. At least one of these also has a stopper directed against the posterior calcaneus. One of the proximal wires, highlighted on the image, has broken just on the bone side of the stopper; this was noted on an x-ray taken on (B)(6). This is a nice frame and should have resulted in healing. However, the fracture is highly comminuted and therefore unstable. The position of the wire breakage suggests that there has been more wire bending lateral to the stopper than on the medial side, where the wire is stabilised by the tibia, resulting in a fatigue failure just medial to the stopper. The proximal part of the fracture is being stabilised by the 2 bone screws, so it is unlikely at this stage, 8 weeks after initial fixation, that the position would have been lost. The success of this frame would have depended on the weightbearing. I think that this should have been absolute non weightbearing for at least 4 weeks, followed by touch weightbearing for the next 4 weeks. Also, if the tension of the stopper wires proximally was too high, the scenario in the previous paragraph would apply. These wires should be there primarily to hold position medio-laterally, with tension applied in this case from the lateral side to pull the stopper towards the midline. When the proximal wire broke, I suspect that the patient had no symptoms and the fracture position was not altered. The surgeon decided to remove the broken wire and needed an anaesthetic to pull the wire with the stopper out, but did not need to replace the wire. Final comments. The technical evaluation of the device involved was not possible as the device was not made available. Considering the information provided, it is not possible to draw any conclusion with regards to the complained breakage of the tl wire w/stopper 1.8mmx400mm. In case further information is provided on the specific application, or on the product involved, orthofix will re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: it was not possible to perform the analysis of the historical records as the lot number of the device involved has not been made available. Technical evaluation: the device involved in this event has not been received by orthofix srl as it was discarded at the hospital. The technical evaluation of the event description is on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: tibia. Surgery description: tibia fracture. Patient's information: 66 year-old, male, weight 74 kg., height 172 cm. Previous health condition: diabetes. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon reported that the breakage of the k-wire happened after allowing the patient immediate full weight bearing. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required. A medical intervention (outpatient clinic) was not required. Copy of the operative report is not available. Copy of the x-ray images is available. The product involved is not available for return as it was discarded at hospital. Patient current health conditions: patient is currently healthy. Further information received on 10 july 2023: after surgery when the patient came to the clinic they noticed the k wire was broken and they took it out. The treatment is successfully ongoing. Manufacturer reference number: (B)(4). Distributor reference number: case report.